Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is major leaks coming from the lower sieve connection; tightened hole clamps on lower sieve connections. No new parts requested.